Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that a solid and translucent foreign material was partially clogging the air/water channel nozzle. The origin of this foreign material could not be determined. The partial clogging of the channel affected the air/water flow. The user¿s complaint of air/water flow issues was confirmed. Other observations for the device are: distal end rubber coating (a-rubber) glue peeled off and discolored; switch box unit damaged; and key top 1 scratched. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was returned by the customer for air/water flow issues. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that a solid and translucent foreign material was partially clogging the air/water channel nozzle. The origin of this foreign material could not be determined. This medwatch is being submitted for the issue of the foreign material clogging the nozzle as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is possible the foreign matter may have not been removed, even if the user properly reprocessed the device according to the device's instructions for use (IFU). The IFU describes how to remove foreign matter from the air/water supply channel/nozzle, but the foreign matter assumed in the IFU is mainly dirt that adheres to the scope at the time of the case. The foreign matter in this event was reported to be in the form of clear plastic, which is likely not the stain assumed by the IFU. Hence, a definitive root cause could not be determined. The following information is stated in the IFU: "precleaning the endoscope and accessories: flush the air/water channel with water and air: caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories: clean the external surfaces of the insertion section: while immersing the endoscope completely in the detergent solution, thoroughly wipe all external surfaces of the insertion section, using clean lint-free cloths or sponges. Take the insertion section out of the detergent solution and confirm that no debris remains on all external surfaces, particularly the air/water nozzle opening and the objective lens on the distal end. Flush the air/water channel with detergent solution" olympus will continue to monitor field performance for this device.